Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead exhibited out-of-range (oor) pacing impedances of greater than 2000 ohms as well as loss of capture (loc). Upon explant of the lead, fracture was noted. The lead was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.